Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that pump motor drive off post - low battery and battery not working alarm, and backup audible alarm post error were recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced the battery and main board as a preventive measure. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor drive phase b post and had issues with back up audible alarm. No adverse effects were reported.